Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937a implantable tachy lead implanted: (B)(6) 2005, 5076 implantable pacing lead implanted: (B)(6) 2008, 6943 implantable tachy lead implanted: (B)(6) 1998. (B)(4). The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.